Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia on (B)(6) 2010. The patient continued to experience pain, erosion of her internal bodily tissue, stress urinary incontinence, bleeding, infection and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection with cystocele and urethral stenosis, mild dysuria, urgency, feelings of not emptying bladder completely, and urinary retention.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection with cystocele and urethral stenosis, mild dysuria, urgency, feelings of not emptying bladder completely, and urinary retention.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat pelvic organ prolapse concurrently with laparoscopic assisted hysterectomy. Post implantation the patient experienced pain, infection, urinary disturbances and dyspareunia. (B)(4). Urinary disturbances; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedure of a bilateral salpingo-oophorectomy during mesh implantation. No additional information was provided.